Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender device leaked during the case. The device was used through the entire case to complete the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One glidesheath slender device was returned for evaluation. The dilator was returned with the sheath. Visual inspection revealed a slight kink was noted at the distal portion of the sheath. No anomalies were noted with the dilator. Functional testing was conducted. The sheath was subjected to leak testing; the distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi. The setup was submerged under water for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected after 30 seconds. The dilator was removed, and the assembly was submerged. No bubbles were observed. Post leak testing, the crosscut valve was removed from the sheath to observe for any damage which may have cause the leakage. There were no anomalies noted with the valve. Inpsection of the inner lumen of the hub revealed no anomalies. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The kink in the sheath did not contribute to the leakage; however, the exact cause of the reported event cannot be definitively determined based on the available information.